Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate after loading multiple cartridges. Resistance was also noted when filling a cartridge. There was no reported impact to the customer's blood glucose level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was unable to be performed to determine a possible cause of the reported issue.